Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had poor communication. They couldn't get their device to work and was seeing a poor communication screen. They were able to get it to work twice a couple of days prior to the report, but, at the time of the report, it wouldn't work. It was noted that the patient was implanted on (B)(6) 2017 and still had a bandage present, but it wasn't that swollen. They tried placing the antenna below the bandage and tried syncing, but was still unable to connect. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the pp was not connecting to their implant and noted that there was no connecting. The patient further clarified that the pp was able to connect and that they had gone to different programs, but the device was not responding to any of the adjustments that they were doing on the pp. The patient indicated that it was not sending a signal and noted that they meant that they were not feeling stimulation when they made adjustments. The patient synced with the pp and noted that the stimulation was off. The patient confirmed that they were seeing an ¿I¿ at the top left corner and was able to connect. The patient then confirmed that there was no lightning bolt indicating that the implant was off. The patient was reviewed that therapy needs to be on to be effective, so the patient turned the therapy on but noted that they were not feeling stimulation. The patient confirmed that the implant was on and that they were on program 4 at 2.1 v. The patient then increased to 2.9 v on program 4 and confirmed that they were not feeling any stimulation. The patient noted that they had never gone up to 3.5 v but was now at 3.6 v and still not feeling stimulation. The patient did not think program 4 was working because they did not feel anything on program 4. The patient then changed to program 1 at 3.4v but still did not feel stimulation. The patient increased the stimulation but noted that they were still not feeling it. The patient was reviewed that they do not have to feel stimulation to get therapeutic effect and that the patient may need to monitor symptoms to see if it helped 50% or greater. The patient stated that the night before report they could not get any of the numbers to work, it wasn¿t working. The patient confirmed that it was not helping with their symptoms and noted that they should be feeling some kind of sensation since they had the device for over a year. The patient changed to program 2 at 5.7 v but was still not feeling stimulation and was advised to follow up with their healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.